Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported that patient thinks therapy was not working because she was peeing all the time all over herself event date was reported to have started about 6 months.. Caller reported his implant maybe dead but they don't know. Caller said she was not home or close to the patient now to check therapy. Caller stated they had an appointment to see hcp but the appointment was cancelled and they didn't get to see hcp about the therapy. Caller stated patient was supposed to have MRI today to check for her hearing loss, dizziness and if she had a stoke but they don't want to do the MRI. Caller reported patient had to go to ER for dizziness (B)(6) 2017. Caller stated patient broke her hip 2yrs ago. Caller states patient was on prednisone medication at some point in time. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Additional information was received from the consumer who indicated that the patient's device was not working now and the patient urinates all over herself. Additionally, the caller reported that when the patient stands up they pee and feels no stimulation. The caller was then advised that if the ins had depleted the patient would not be able to connect to the ins to show the MRI facility the patient had turned the ins off for their MRI. The patient's MRI was for hearing loss. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.